Manufacturer narrative:
Initial reporter phone: (B)(6) (character limit). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath and farawave were selected for use. During procedure, a cobra issue was noted in the catheter. The case was completely terminated when the airlock drew air after the last ablation, and the patient experienced air embolism. No additional intervention regarding the air embolism was reported. The patient was fully recovered. The device is expected to be returned for analysis.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath and farawave were selected for use. During procedure, a cobra issue was noted in the catheter. Then, the case was completely terminated when the airlock drew air after the last ablation, and the patient experienced air embolism. The patient was fully recovered. The devices are expected to be returned.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device technical analysis visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. Inspection of the hemostatic valves found the external valve torn on the inner face by the center slit. Although the device passed leak and aspiration testing, these defects could have compromised the valves ability to seal pressure and fluid within the sheath.